Event description:
A report was received in 2002 from a doctor regarding a patient who had a left eye memorylens implant in 1999. The patient presented for exam in 2002 with an opacified iol "deposits on lens surface overall, gray haze throughout lens". At exam in 2002, the patient's visual acuity was 20/30 os. The doctor is not planning on explanting the lens at this time.